Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received new information that this lead was later explanted and replaced due to the dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture (loc) was observed on this left ventricular (lv) lead. It was later confirmed that the lead had dislodged. No intervention was performed to revise the lead. No adverse patient effects were reported.